Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges the patient experienced pain, sexual dysfunction, anxiety and depression. Material deformation was also alleged. Without the sample returned for evaluation an assessment could not be made into the allegation of material deformation. At this time no medical records have been provided, with the current information available no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent right inguinal hernia repair, a perfix plug was implanted during this repair. On (B)(6) 2016 - the patient underwent exploration of right groin and excision of old mesh due to inguinodynia, during this procedure the physician noted that the perfix plug was "contracted in nature." The attorney alleges the patient continues to suffer groin pain, sexual dysfunction, severe and permanent injury, anxiety, depressing, disability and impairment.

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges the patient experienced pain, sexual dysfunction, anxiety and depression. Material deformation was also alleged. Without the sample returned for evaluation an assessment could not be made into the allegation of material deformation. At this time no medical records have been provided, with the current information available no conclusion can be drawn. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of perfix plug, patient was diagnosed with hernia recurrence, mesh intolerance and abdominal pain thereby underwent repair and removal of perfix plug. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent right inguinal hernia repair, a perfix plug was implanted during this repair. (B)(6) 2016 - the patient underwent exploration of right groin and excision of old mesh due to inguinodynia, during this procedure the physician noted that the perfix plug was "contracted in nature." The attorney alleges the patient continues to suffer groin pain, sexual dysfunction, severe and permanent injury, anxiety, depressing, disability and impairment. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia, pain and bulge thereby underwent open repair with the implant of perfix plug (device#1). Per operative notes, ¿the small hernia sac was identified and retrieved removed from its attachments cord structures, attached to the medium plug and onlay flat patch was then cut to fit the floor of the canal using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #2). Per operative notes, ¿the hernia was identified on the right side and the sac was reduced. Then a ventralight st mesh was placed and tacked at the suprapubic area.¿ (there was no visualization/mention of perfix plug (device #1)). (B)(6) 2016 - patient was diagnosed with inguinodynia and mesh intolerance, thereby underwent open repair with excision of old perfix plug mesh (device #1). Per operative notes, ¿the wings of the mesh were identified at the external ring of the abdomen. The mesh was taken out from the transversalis fascia along with the sutures.¿ (there was no visualization/mention of ventralight st (device #2)). Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, nerve damage, hernia recurrence, pain and suffering.